Manufacturer narrative:
Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the plate was slightly bent and it was broken at 17mm at the 2nd hole in the plate, the end furthest from where the lot number/article number and ce mark is imprinted. The lot met all release criteria. A full review of our complaint history was conducted and there are no other complaints for this lot number and article number for this issue. Neither a design related root cause nor a manufacturing related issue could be identified on the returned device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure for a pelvic fracture a plate was broken while bending the plate to match the anatomy. There was no excessive force or reverse bends. The report indicated surgery was delayed 10 minutes and no residue was left in the patient. This is report 1 of 1 for (B)(4).